Event description:
(B)(4) has rec'd a customer complaint about an incident involving a manual pt lift allegedly imported and distributed by (B)(4). It was reported that a nurse from (B)(6) was transferring the pt at her home using the pt lift, when the legs allegedly went apart, causing the pt to drop. The nurse had injured her wrist and back when she tried to catch the pt. No injury to the pt was reported. This MDR report is based on the info provided by (B)(4), a durable medical equipment (dme) dealer responsible for installation and maintenance of the alleged device.